Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed, unit has no voltage. Share log review was performed, no data related to complaint found in logs. The reported failed transmitter was not confirmed. A root cause could not be determined.